Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus australia, omsc surmised there was the possibility this phenomenon was attributed to the camera cable failure due to applying the unexpected stress by the user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus australia. Olympus australia checked the subject device. The image of the subject device turned purple intermittently when plugged in as reported form the user. Also, the image flickered and lines appeared on the image when the camera cable was manipulated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed and the display color was purple when the subject device was turned on before the laparoscopic appendectomy. There was no error message. The user also reported that there was no problem for the subject device when the subject device was turned on at the second time. But the intended procedure was completed with using another similar device for just in case. There was no report of patient injury associated with the event.